Event description:
It was reported that this pacemaker could not be interrogated by the patient's communicator. It was suspected that radio frequency (rf) telemetry was disabled so device data was sent to technical services (ts) for analysis. Upon interrogation with a programmer an error message stating "backup vvi" mode was observed. It was noted that this device will be replaced. No adverse patient effects were reported. Currently, this pacemaker remains in service.